Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable pump infusing unknown morphine and unknown baclofen and an unknown drug for non-malignant pain. It was reported that the patient had been in the hospital twice for withdrawal and they were getting ready to go home today. The patient reported the medication was "defaulting" and causing them to go into withdrawal. The patient stated they were in the ICU for the last 6-7 days because they had a bad reaction from the baclofen and their heart was affected, their potassium dropped, it put them in cardiac arrhythmias, and they were incoherent for 6-7 days. The patient stated they were sleeping for 5 solid days while in the hospital. The patient reported their healthcare provider's (hcp's) office was having another company refill their pump and since they started with the new company they were going into withdrawal. The patient stated they have decreased their medication by 5% total, 9mg a day morphine, baclofen .02mg and within 48hrs of doing that patient went into withdrawal beca use that is what the hcp said. The patient stated they have adjusted the percentage of medication in the past. The patient was redirected to their hcp to further address the issue.